Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station applications were very slow and unresponsive. A technical support specialist (tss) stated that the database was missing indexes. The tss replaced the database and performed full synchronization to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user noted that the applications on dialysis were very slow and unresponsive. The sluggish performance significantly increased the time required to complete tasks. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.